Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, channels of the scope were cultured. The air/water channel tested positive for 65 colony forming units (cfu)/ endoscope of klebsiella pneumoniae, the suction channel tested positive for 1 cfu/endoscope of klebsiella pneumoniae and all channels tested positive for 66 cfu/endoscope of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming units (cfus)/ endoscope of revivable microorganism. Overall, the results are in conformance with the requirements. The returned device was evaluated and there were few findings. The light guide cover lens had a crack. The scope cover had a scratch. The plug unit was shaved. The angulation of the control knob in all directions was less than the specified value and control knob exhibited play. The biopsy channel had wear and tear. The investigation is in progress. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.